Event description:
It was reported that the pacemaker exhibited high out-of-range pacing impedance measurements on this non-boston scientific right ventricular (rv) lead which triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).